Event description:
It was reported that the issue and exact cause was not known, but despite following all the proper steps to align a trajectory and deliver the lead, the final placement was off. The patient got a MRI the day after lead placement, and the lead was 3 millimeters medial and 2 millimeters posterior to the expected position. The physician reported that the given the lead location, it would need to be revised. The patient experienced ¿low voltage side effects¿ with test stimulation at the lead location. The patient experienced dizziness, dysarthria, and tonic contraction of his arm. Four days later it was reported that the lead would be removed or revised, but a date was not scheduled. The patient was not receiving therapy because no implantable neurostimulator (ins) had been implanted. The patient went home over the weekend from the hospital. On further review of the post-operative MRI, there appeared to be some deflection of the electrode that occurred when the lead exited the insertion tube. There was a definitive change in trajectory of the lead 20 millimeters above target. Two days later, it was reported that the lead was removed on the day of the report. The plan was to re-implant the patient on a future date. The following day it was reported that no abnormalities of the lead were noted upon explant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID db-2040, lot # 082507713, product type accessory. (B)(4).